Manufacturer narrative:
Event date: exact date of event is unknown; event occurred in 2021 complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a depuy sales representative the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported during inspection it was detected that the device is broken. This report is for a trial. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the complaint device trial h 6mm 8deg s was returned to cq west chester for investigation. The returned trial was broken off at the junction of the head and the shaft where the cylindrical pin had been laser welded. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. Dimensional inspection: complaint relevant dimension could not be measured due to damage. Complaint confirmed: complaint can be confirmed based on the available information. Conclusion: the trial was returned broken and it is not clear as to what resulted in the failure of the device. A definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - product code #: cet2860s; synthes lot #: e19di1268; supplier: (B)(4); no ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.